Event description:
Pt was hospitalized for IV antibiotic treatment of staph infection at the neck incision site. Further follow-up with treating physician revaled that the infection was believed to be related to the vns therapy system, presumably due to the surgical procedure for implantation. The infection was treated with antibiotic therapy only and has reportedly resolved.